Manufacturer narrative:
The clinician wanted to insure that this matter was addressed with management. A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
Patient experienced an alleged un-intended output during an electrotherapy treatment. The clinician did not provide additional treatment parameters or any details regarding the condition of the patient.